Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited short ventricle-ventricle (v-v) intervals and over-sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) value. The lead remains in use with plans for continued monitoring. No patient complications have been reported as a result of this event.